Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that control of the bending part was not possible due to a breakage in the benging tube, however, the cause of the breakage could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus and the customer's allegation was confirmed. In addition to the findings, evaluation the distal end was shaved and the universal cord was corroded due to water leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an angulation problem with the evis eus ultrasound bronchofibervideoscope. The issue occurred during verification just before the procedure. No additional information about the procedure was provided by the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the bending section could not be controlled due to damage to the bending tube. Bending was problematic, stuck, and there was no angulation in both directions. The report is being submitted due to the damaged bending tube found during evaluation.